Event description:
It was reported that the patient underwent a revision surgery due to the inflatable penile prosthesis (app) would not inflate. The ipp device was removed and an ambicor penile prosthesis (app) was implanted. The procedure was successfully completed.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery due to unspecified reason. The previous device was removed and an ambicor penile prosthesis (app) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.